Event description:
A plastic surgeon reported a pt who was implanted in the left breast on 3/6/96. The pt developed a lump at the left axillary breast junction, date of onset unk. An aspiration of the lump at the left breast was performed, date of surgery unk. The surgeon had no further details of the event. The pt had not developed primary breast cancer after implantation. The surgeon did not know if the lump was related to the implant and did not know if it was related to the procedure. The symptoms were moderate and of minor clinical significance. The event was not considered ongoing, but the date of resolution was unk.